Event description:
An issue was reported involving a time discrepancy on the customer's pump, with the displayed time being more than five minutes off. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer in updating the pump time and advised monitoring for any recurring discrepancies. The customer understood and acknowledged the guidance provided.